Event description:
It was reported to philips that the host pc did not boot with the system. The device was in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not work when switched on. Analysis of the system log file did not show any malfunctions related to host pc. During troubleshooting, the fse confirmed that the host pc was not working. The fse replaced the host pc. After the replacement, the customer reported that none of the procedures were available. So, the fse rectified the issue by uploading a new license file. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacing the host pc and uploading the new license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.